Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges there was a hole in the catheter which resulted in "leakage and the need for exchange".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges there was a hole in the catheter which resulted in "leakage and the need for exchange".